Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump connector became stuck in the ilet, as confirmed by user-provided photos, and a replacement device was determined to be needed; blood glucose was not affected and there was no hospitalization. Symptoms included no reported adverse clinical effects. Outcomes included device functional concern with loss of water resistance and the need for backup therapy. Investigation included review of user-provided images and troubleshooting with verification of shipping and device identification. Investigation of this case revealed a connector interface issue preventing removal, consistent with a device component malfunction of the pump connector. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical failure at the connector interface.